Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxzero connectors are leaking dye when directly connected to a bd angiocath. The nurses are having difficulty getting a good seal with maxzero connectors when attaching to the angiocath and are pinching the patients skin in the process. The events are occurring in CT scan and MRI department and recently started using the connectors for 6 weeks. There was no report of patient harm.